Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: pt status post dhs plate and cortex screws implanted on (B)(6) 2009 was discovered to have three of four cortex screws broken. Pt was returned to operating room on (B)(6) 2012 for hardware removal. During removal one cortex screw shaft could not be removed and remains in the pt's bone. Pt was revised to another dhs plate and screws. This is 3 of 4 reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system. The investigation is going.